Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported at an unscheduled follow up visit on 2019-oct-02 the flow accuracy chart reading was not in the acceptable range. The expected reservoir volume (erv) was 5.1 ml and the actual residual volume (arv) was 13.5 ml. The pump accuracy was 76% and the flow rate was outside of the range. No action was taken and the patient denied any symptoms or complaints. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin ( 10 mg/ml at 6.98 mg/day) via an implanted pump. It was reported at an unscheduled follow up appointment on (B)(6) 2019, the patient's pump had a volume discrepancy where the actual volume was greater than the expected volume. The expected reservoir volume was 15.6 ml and the actual reservoir volume was 22.0 ml. No actions were taken. The site was contacted was possible signs/symptoms. The volume discrepancy and resolution was currently being investigated. No further complications were reported/anticipated. On 2019-07-03 e3 (hcp, rep, sdy): additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the patient reported no symptoms. The flow rate accuracy was 73.77%. No further complications were reported/anticipated. On 2019-08-14 e4 (hcp, sdy, rep): additional information received from a healthcare professional (hcp) via a clinical study via a manufacturer representative indicated on (B)(6) 2019 at a follow up visit the expected reservoir volume was 5.9ml and the actual residual volume removed was 14.0ml. A device malfunction form was completed. The flow rate accuracy was 76.24%. No action was taken. No symptoms were reported by the patient. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated.

Event description:
(B)(6) 2019 e1, e2 (sdy,hcp), rep: information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin (10 mg/ml at 6.98 mg/day) via an implanted pump. It was reported at an unscheduled follow up appointment on (B)(6) 2019, the patient's pump had a volume discrepancy where the actual volume was greater than the expected volume. The expected reservoir volume was 15.6 ml and the actual reservoir volume was 22.0 ml. No actions were taken. The site was contacted was possible signs/symptoms. The volume discrepancy and resolution was currently being investigated. No further complications were reported/anticipated. (B)(6) 2019 e3 (hcp, rep, sdy): additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the patient reported no symptoms. The flow rate accuracy was 73.77%. No further complications were reported/anticipated. (B)(6) 2019 e4 (hcp, sdy, rep): additional information received from a healthcare professional (hcp) via a clinical study via a manufacturer representative indicated on (B)(6) 2019 at a follow up visit the expected reservoir volume was 5.9ml and the actual residual volume removed was 14.0ml. A device malfunction form was completed. The flow rate accuracy was 76.24%. No action was taken. No symptoms were reported by the patient. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated. (B)(6) e5, e6 (hcp, sdy, rep): additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported at an unscheduled follow up visit on (B)(6) 2019 the flow accuracy chart reading was not in the acceptable range. The expected reservoir volume (erv) was 5.1 ml and the actual residual volume (arv) was 13.5 ml. The pump accuracy was 76% and the flow rate was outside of the range. No action was taken and the patient denied any symptoms or complaints. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.